Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a biolox option, head, xl, a 40/+7, taper 12/14 on the left side on (B)(6) 2012 and the patient underwent revision surgery on (B)(6) 2012 due to instability of implant.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: instability. Event summary: patient underwent a surgery to exchange durom to allofit cup - biolox head on (B)(6) 2012 and subsequently due to instability, patient underwent revision on jun 11, 2012 where head and liner were exchanged to metasul head. First revision (durom) captured in (B)(4), second revision this complaint and third revision(cocr head) captured in (B)(4). Review of received data: the patient documentation was received in french. In that documentation the durom class claim and also the products after the durom are described. However, the relevant documentation for this case was reviewed. There is an implant report and also a revision report for the biolox available. Implantation report date (B)(6) 2012: the implant report describes that important metallosis was found and that all affected tissues were removed. The implanted durom cup was removed and a new allofit cup was implanted. The head was removed; wear and debris were found at the junction head-neck. The neck was slightly blackened by the debris, but the rills could still be seen. A biolox option head was placed on this neck. Finally, a good stability was noted. Revision report date (B)(6) 2012: diagnosis: instability left thp; intervention: revision of the head and liner and capsular relaxation procedure: preparation of the patient. The hip extension and rotation was tested last friday; there was a clear subluxation with very little external rotation. Today, on the side, there is an anterior subluxation of the head, but more efforts are needed in external rotation. The old scar was opened. A hematoma was found and was sent for culture. Deep fibrous tissues were sent to cell counts and came back negative. The hip was inspected. No infection sign. The posterior capsule was well repaired. The short rotators however did not stay on the greater trochanter. This posterior capsule was applying a tension on the posterior part of the hip, in such a way that when we placed the hip in flexion, abduction or internal rotation, the head was kept inside the cup by this capsule. However, in external rotation, we noticed that the tip of the greater trochanter was leaning on this capsule, which leads to subluxation of the head anteriorly. Important metal transfers debris were found on the head. We started with resection of the inflammation tissues on the postero-superior part of the greater trochanter. This could however not avoid the anterior luxation. Therefore, the posterior capsule was relaxed proximally. This was partially holding back the luxation, but there was still instability. We relaxed the capsule more distally at the level of the femoral neck, but finally all these approaches were unsatisfying regarding stability. The ceramic head was therefore removed anyway, since it shows a lot of metal transfer debris. Preoperatively, we noticed that the leg was 3-4 mm shorter. It was decided to implant a metal head 10.5 and to revise the acetabular part with a polyethylene. The head diameter is 40mm. It seems that the elongation of the leg has the most positive impact on stability. It has added a little more tension to avoid a subluxation of the head in external rotation. The head is now subluxation anteriorly only at 45° . We did only additionally a little suture on the superior capsule to protect from anterior subluxation. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw for head: dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity possible, it could be that there was an issue with the soft tissue. Failure of surgery, damaged implant due to missing/incomplete or not legible information available; misleading information in design rationale or instruction for use not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Inadequate implant positioning due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant possible, it could be that the devices were used incorrectly. Failure of surgery due to insufficient warning of side effects / contra-indications not possible the investigation did not show any issue regarding the contraindication. Root cause determination using rmw for liner: failure of surgery due to missing/incomplete or not legible information available, misleading information of surgical technique or instruction of use not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Inadequate implant positioning due to inappropriate information on packaging label or not legible packaging label leads to incorrect/off-label use of implant possible, it could be that the user did a procedure step which he was not aware of it., failure of surgery due to insufficient warning of side effect / contra-indications not possible the investigation did not show any issue regarding the contraindication. Conclusion summary: it was reported that the patient underwent a surgery to exchange durom to allofit cup - biolox head on (B)(6) 2012 and subsequently due to instability, patient underwent revision on (B)(6) 2012 where head and liner were exchanged to metasul head. The received documentation was reviewed. The revision report describes that the head and liner were removed and replaced with metal components. During the revision surgery several subluxations were occurred. It has added a little more tension to avoid a subluxation of the head in external rotation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).